Event description:
Philips received a complaint on the v60 ventilator indicating that the display went blank. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the display was blank. The customer stated that they had ordered the liquid-crystal display (lcd) upgrade kit but did not receive the cable. The customer requested the part number for these items. The customer was provided information by the rse on the cable replacement process. The rse provided the customer with the part information and pricing for the replacement parts. The good faith effort (gfe) process is being completed to confirm order and replacement of the advised part and resolution to the display issue.

Manufacturer narrative:
H10: it was stated in a good faith effort (gfe) response received on 02/28/2023, that the parts had been replaced and the device was put through the preventative maintenance procedure. The device was returned to service following preventative maintenance. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.